Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no obvious radiolucency; no fracture is seen; quality of imaging limit evaluation; normal bone quality; no cause identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02728.

Event description:
It was reported a patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised approximately 20 years later as the patient was complaining of instability. Surgeon reported it was a well fixed implant at the time of revision. Attempts have been made and no further information has been provided.